Event description:
It was reported that the patient experienced telemetry issues. A neurostimulator overdischarge was suspected. The last successful re charging session was 6 to 12 months ago. The last time any stimulation was felt was 6 to 12 months ago. Additional information received reported that a manufacturer representative was unable to bring the patient out of over discharge. The patient was to have her ins replaced with non-rechargeable. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3776-60 serial# (B)(4) implanted: (B)(6) 2008 explanted: na; lead model 3776-60 serial# (B)(4) implanted: (B)(6) 2008 explanted: na; programmer model 37742 serial# (B)(4); recharger model 37752 serial# (B)(4).